Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4),

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer's blood glucose level was reported at 98 mg/dl. Product is being replaced. No further information was provided

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.